Manufacturer narrative:
B3/d10: the event occurred on (B)(6) 2023 or (B)(6) 2023. E1: initial reporter phone no. Additional: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that tubing disconnected from the y port chamber of a clearlink system continu-flo solution set, which resulted in a leak. This occurred during patient infusion. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was unable to observe the reported condition in the photograph. Due to the nature of the sample, no further evaluation could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.